Manufacturer narrative:
The underlying cause documented in the respiratory repair center form is defined as: 4-way valve/other/power switch causing no alarms, hose clamp and wire tie repaired leaks. Should additional information become available, a supplemental record will be file.

Event description:
Provider states power switch causing no alarms, hose clamp and wire tie repaired leaks.